Manufacturer narrative:
Catheter: model 8709sc, lot# n224101002, implanted: 2009 (B)(6), explanted: na.

Event description:
It was reported on 2011 (B)(6), that the patient requested that the pump be explanted. No further details were provided at that time. It was later reported that the patient's pump had not worked in six months. It was also suggested that there was "leaking from the back of the pump." The pump was turned off at that time. The pump was to be removed in (B)(6) 2012. The pump contained hydromorphone (dilaudid). No information was provided related to the patient's outcome. Additional information wsa requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Additional information: it was reported there was no problem with the pump; patient still has the pump. The patient decided to keep his pump after the rate was decreased significantly.

Event description:
Additional information reported that the patient never had therapeutic effect. It was noted that the patient could only get relief lying flat on his back and take pain pills.